Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep readjusted the camera iris. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system tube failed. No pt injury was reported.